Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the challenging anatomy during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a circumflex artery. A 3.5x18mm xience sierra was being advanced when it became stuck due to the tortuous and calcified anatomy and therefore unable to be advanced further. The device was simply removed and a non-abbott stent was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.